Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: seven (7) groin hematomas occurred. Transient phrenic nerve palsy (pnp) occurred in four (4) patients. All pnp cases resolved spontaneously during follow-up. In one case, pericardial tamponade occurred, that was managed by pericardial puncture, but the hospital stay was not prolonged in this patient. The status of the catheters are unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.